Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had gradually become dim and scratched to the point of being difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the pump powered on and the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 2 date of submission 11/11/2013-additional information: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following additional findings:the display lens was observed to be cracked, however the screen could still be clearly viewed. (B)(4).